Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an axium coil that failed to detach. The patient was undergoing a coil embolization procedure to treat an unruptured saccular internal carotid artery ophthalmic artery aneurysm. The aneurysm max diameter was 4mm and the neck diameter was 2mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was delivered but could not be detached. The physician attempted twice to detach the coil with the instant detacher (ID) without success. No attempt was made to detach the coil manually. No issue was noted with the instant detacher. There was no harm or injury to the patient.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pushwire was returned for evaluation within the inner pouch; inside of a biohazard bag and a shipping box. There was no implant coil returned with the pushwire. ¿ visual inspection/damage location details: the implant coil appeared to be detached from the pushwire. The shield coil found to be stretched. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the break indicator (manual detachment location); it appeared that the manual detachment was attempted at this location. The ai and coupler tubing were missing from the pushwire and not returned. Bends were found at 1.0cm to 28.0cm from the proximal end of the pushwire. ¿ testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.071mm @ 0.063mm; measured 0.088mm @ 0.127mm; measured 0.096mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00275¿ and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00463¿ and found to be within specification. All other subassemblies appeared to be normal, and no other anomalies were observed. ¿ conclusion: based on the analysis performed, the axium prime coil was not confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil already detached from the pushwire. The pushwire was found bent at several locations. However, the root cause and cause for damages could not be determined. Based on the returned device, there was evidence of manual detachment attempt as the pushwire was found broken at the manual detachment location with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. There was no non-conformance to specification identified that led to the reported issue. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the implant coil, ai and coupler tubing were not returned; any contribution of the implant coil, ai and coupler tubing to the reported non-detachm ent issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the procedure was completed by replacing the product with the same model. There were no issues encountered prior to the coil non-detachment. The pushwire was not damaged after removal from the patient.